Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging acute sinus infection, "rib abnormality due to couple of pulmonary nodules", "two sinus surgeries within a period of one year" response. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. No other information has been received however if additional information is received a supplemental/follow up will be sent.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging acute sinus infection, "rib abnormality due to couple of pulmonary nodules", "two sinus surgeries within a period of one year" response. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. Box: h has been updated.